Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome was selected for use. During the procedure, it was noted that a non-bsc introducer sheath was inserted from the right femoral artery. After crossing the lesion with the non bsc guidewire, the device was tried to inflate, but the balloon ruptured at 5 atmospheric pressure in 5 seconds upon first inflation. Then, inflation was performed at 6 atm with 3.5mm peripheral cutting balloon. Another inflation was performed with a 5mm/15cm non bsc balloon catheter and the procedure was completed. The balloon was then simply pulled out from the patient's body. No complications reported and the patient was good.